Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) presented to their physician because the device was not working as expected. Following a scan, it was found that the cuff component had eroded into the urethra. The physician plans to remove and replace the aus on a future unspecified date. No additional patient complications were reported.

Manufacturer narrative:
Implant date is approximate as only month and year are known.